Event description:
Lucas device in use during a cardiac arrest of an adult patient in the ed when the battery failed. The battery was replaced with a fully charged battery which also failed. Manual compressions were continued by staff. The patient expired.======================manufacturer response for chest compresseion system, lucas 2, lucas 2 (per site reporter)======================several phone calls to tech support who would not verify that the problem related to the ongoing medical device correction which the device falls under. They don't provide parts for these devices. A loaner machine was received over two weeks after the event at which time ours was sent in for repair.